Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) were not confirmed on (B)(6) 2017. Alarm 7 (auto off) annunciated at 6:55 am on (B)(6) 2017. One bolus request was made on (B)(6) 2017, and bg level entered at the time of the bolus request was 412 mg/dl. There were no erratic basal rate adjustments.complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 33 mg/dl. The cause of the low bg was not known. The customer was transported to the emergency room (ER) and was treated with glucose. After a couple of hours, the customer left the ER in stable condition with a bg level of 200 mg/dl.